Manufacturer narrative:
The patient's weight was requested but not yet provided. The date of event is estimated the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 3 years and 1 month. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was diagnosed with a driveline infection. On (B)(6) 2016, a culture was (B)(6). On (B)(6) 2017, a culture grew funginia with candida. On (B)(6) 2018, a culture was (B)(6). The patient had a tunneled abscess superior to the driveline. On (B)(6) 2018, a debridement was performed and a wound vac was placed. The patient was on micofungin (forever) and taking vancomyocin for an additional 6 weeks with plans to transition to oral antibiotics. As of (B)(6) 2018, the patient was scheduled to be discharged to a subacute rehabilitation facility on wound vac. No additional information was provided.

Manufacturer narrative:
F9: approximate age of device was reported incorrectly, approximate age of device - 1 year 5 months.

Manufacturer narrative:
The device remains implanted and the patient continues on vad support. A correlation between the device and the infection of the driveline exit site could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.